Event description:
During an evoked potential examination, a companion person was present in the room. At the end of the examination the companion noted heavy breathing. Pt was sent to the cardiology department where it was noted that their pacemaker program had reset. The pacemaker was reprogrammed at that time.